Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin alarmed with battery out limit alarms that they were unable to clear due to unresponsive buttons. The customer also received a failed battery test alarm as well. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The battery cap contacts were cleaned and a new battery was inserted into the insulin pump but the buttons remained unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit or failed battery test alarms due to unresponsive button.